Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 6:30 a.m. Was 4.5 inr (this result is listed in the meter memory with a date of (B)(6) 2019 and not (B)(6) 2019). The customer's doctor was called as this result was high. The customer was advised to re-test on her meter. The result at 4:00 p.m. From the meter was 5.5 inr. Since the result was still high, and the customer had a headache and nausea, the customer went to the hospital to have her inr tested. At approximately 5:00 p.m. The result from the laboratory was 3.8 inr. The customer was not treated, but was advised to hold her coumadin dose for the day. The customer's therapeutic range is 2.0 - 3.0 inr.